Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. The needle and suture were separated when sewing the uterus. Another like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.